Event description:
It was reported that the rf probe tip broke off into the patient. The tip was received.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the rf probe tip broke off into the patient. The tip was received.

Manufacturer narrative:
The device was returned, however the tip breaking condition was not confirmed. The ceramic and electrode was in good condition with no defect or broken parts. The ceramic tip, by design, contains a gap at the top to allow the insertion of the electrode during the manufacturing process. After the electrode is inserted, the gap is filled with glue. The appearance of the tip and the glue after the manufacturing process is complete may be seen by the user as a whole ceramic part. When the glue melts, during normal use, exposing this gap, the user can interpret as if there is a missing part of the ceramic. The activation history showed that the unit was activated was extensively used for cutting tissue. The unit was activated for approximately 980 seconds (over 16 minutes) during which the glue must have disintegrated gradually. The product was returned for investigation however the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.